Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2019. The cause of death was a massive heart attack. The caller stated that the customer had colitis that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated the customer had been experiencing high blood glucose which she felt was possibly due to a change in medications or mistakes made by the hospital resulting in stress on the customer's body. The caller stated the pump was functioning properly. The caller declined to return the insulin pump for analysis.